Manufacturer narrative:
No battery out limit alarm or failed battery alarm noted. All operating currents are within specification. Insulin pump passed self-test. No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is 144/dl. Trouble shooting was conducted. Device is being returned. No further information available.